Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostyle device after an unknown procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The needle to cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and subsequent treatment appear to be related the circumstances of the procedure. In this case, an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional information was received:it was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 17f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.